Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's additional information request letter from FDA which states, "IV pump infused too quickly. I programmed the pump to give the patient pentamidine at a rate of 100ml/hr. The medication bag had 100mls in it according to the label so it should have run over an hour. While the apn was in the room the bag went empty approximately 15 minutes after I started the medication. The patient was given antiemetics and vital signs were checked. The logs confirmed the pump settings were correct. Rate was set at 5, and the vtbi (volume to be infused) was set to 120. I continued my investigation this morning by testing pump (B)(4), and found that it was producing 12.92 milliliters for every 12ml of liquid requested. This is more than 7 percent beyond what was specified. This would explain why it was using more medication in a shorter span of time, than what was expected. Pcu tag (B)(4) last pm'd approx. 2 months ago. IV module tag (B)(4) last pm'd approx. 6 months ago. At this facility there have been five incidents with various bd 8100 IV modules that have over delivered medication. The first event was approximately one month ago. The second event was approximately 20 days later. The third and fourth event occurred approximately five weeks after the first event. The 5th event occurred one day after the fourth event."

Manufacturer narrative:
After further review it was determined that this file is a duplicate. Please reference 2016493-2019-00055, internal file number (B)(4) for MDR reporting.

Event description:
Received a copy of the customer's additional information request letter from FDA which states, "IV pump infused too quickly. I programmed the pump to give the patient pentamidine at a rate of 100ml/hr. The medication bag had 100mls in it according to the label so it should have run over an hour. While the apn was in the room the bag went empty approximately 15 minutes after I started the medication. The patient was given antiemetics and vital signs were checked. The logs confirmed the pump settings were correct. Rate was set at 5, and the vtbi (volume to be infused) was set to 120. I continued my investigation this morning by testing pump (B)(4), and found that it was producing 12.92 milliliters for every 12ml of liquid requested. This is more than 7 percent beyond what was specified. This would explain why it was using more medication in a shorter span of time, than what was expected. Pcu tag (B)(4) last pm'd approx. 2 months ago. IV module tag (B)(4) last pm'd approx. 6 months ago. At this facility there have been five incidents with various bd 8100 IV modules that have over delivered medication. The first event was approximately one month ago. The second event was approximately 20 days later. The third and fourth event occurred approximately five weeks after the first event. The 5th event occurred one day after the fourth event."